Manufacturer narrative:
The customer's complaint history was reviewed for the period for one year, this is the first complaint reported for this issue. This is the first complaint reported against the finished goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint, as such, functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A surgeon reported that during a vitrectomy procedure, the eye became hypotonic during aspiration. The infusion pressure was set at 28-30 millimeters of mercury. The surgeon was able to complete the surgery without further impact to the pt. The surgeon believes the trocar passed against the ciliary body during the procedure to cause the incident.